Event description:
I had total knee surgery using a new knee which was the vanguard xp and had complications with it almost since day one. Two years later, I had to go back to have it removed and replaced with a knee with a stem. While in there, the knee surgeon said that the acl and pcl tendons were very irritated and catching on the tray causing inflammation and continuous pain and the knee would lock. Adverse events would result in throwing out my back and causing more pain. I continued to work for the next two years and got pointed at work for needing time off to heal. I then got to the point where I had to do something to make this better because. It wasn't getting any better on its own. The surgeon made the comment that the vanguard xp works really well or really bad and I don't think there should be a product on the market that has that 50-50 chance. I actually work for an orthopedic company which is zimmer biomet and I have been there for 18 years and since the original date of the release of the vanguard xp they have stop mfg this knee in the us and is now being done in (B)(4) so I'm told. After the second surgery, the surgeon confirmed there was no micro movement which was thought to be the reason for the problem at first and after the surgery. It was confirmed that there was rubbing of the act and not causing the irritation and inflammation, pain, locking and catching hence causing a constant limp.